Event description:
Procedure: urological. According to the reporter: it was reported that following an anterior repair procedure, the doctor observed a small fistula at the distal urethra in 2007. The patient experienced urinary incontinence, not sexually active due to the problem, 4 utis approx three months later, and voiding dysfunction. The date of onset of complications was reported as approx two months prior to original month. The patient underwent 2 surgeries on original date and the following month. The doctor stated that he would be performing a urethrolysis and a removal of the implant material procedure as well as a urethral reconstruction procedure. As of approx two months prior to original date, no removal procedure has been scheduled.